Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -02.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found fibers on lens surface. Dimensional inspection found lens was within specification.work order search: one similar complaints were reported for units within the same lot.(B)(4).